Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, loss of capture was observed on this right atrial (ra) lead. Testing confirmed that the lead had perforated and caused a pericardial effusion. The patient was scheduled for a lead revision. The patient is not dependent on atrial pacing and no additional adverse patient effects were reported. Additional information was received that a revision procedure was performed and this ra lead was repositioned. No additional adverse patient effects were reported.